Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, the user changed the needle tip and continued to experience resistance when filling the cartridge. The user reportedly continued to use the cartridge and resumed insulin delivery. There was no impact to the user's blood glucose level.